Event description:
It was reported that during use of this swan-ganz catheter, the numbers were suspected of being inaccurate. The device was zeroed correctly. The suspect device was switched out for a new one and everything worked as expected. There was no patient injury.

Manufacturer narrative:
The device is anticipated to be returned for evaluation but has not yet been received. A supplemental report will be forthcoming when the investigation is completed, as well as the device history record review results. Additional product codes: kra - catheter continuous flush dqe - catheter, oximeter, fiberoptic. Dqo - catheter, intravascular, diagnostic.

Manufacturer narrative:
The device was not be returned for evaluation. Without the return of the unit, it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. It is not known if some procedural factors may have contributed to the event. A device history record review was completed and documented that the device met all specifications upon distribution. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.